Manufacturer narrative:
Concomitant devices: atrium medical corporation - proloop mesh, lot # 10499731, ref # 30903, expiration date: 2014-05. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an inguinal hernia. It was reported that after implant, the patient experienced pain and hernia recurrence. Post-operative patient treatment included additional surgery and mesh removal.